Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in preparation for a percutaneous rotational atherectomy procedure, a blood clot was noted. The patient entered the hospital 3 days pre-procedure, and was given lovenox. The patient presented for a planned, staged procedure due to a calcified vessel. At the beginning of the procedure the patient was given angiomax. The lesion was located in the left anterior descending artery (lad). Difficulty was encountered loading the rotalink burr on the floppy rotawire guide wire resulting in a kink to the guide wire, however the guide wire was not exchanged. An excess of hystrene lubricant was noted on the guide wire, and the guide wire was wiped down multiple times. Platforming was done outside of the body, however when the physician attempted to advance the rotalink burr on the guide wire into the patient, the burr became locked up on the guide wire before entering the patient. A clot was then noted in the lad which moved into the left circumflex artery (lcx), so the guide wire was removed. The patient was given integrilin. A non-bsc guide wire was advanced, an unknown balloon was dilated, and an unknown stent was placed to treat the clot. No further patient complications were reported, and patient status is listed as fine.